Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a message in the remote home monitoring system. Boston scientific technical services (ts) discussed that the lead is a single coil lead, which, has potential to exhibit higher shock impedance measurements. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic plans to continue monitoring.